Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. The customer provided a blood glucose (bg) of 81 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.